Event description:
It was reported that the (B)(4) walker wheels and the left bolt or something came out while walking and customer almost fell. Wheel is wobbly. Walker went forward when she almost fell and then customer noticed that the left hand side locking mechanism is not locking anymore.